Manufacturer narrative:
(B)(4).

Event description:
During a new patient implant, patient experienced asystole twice during system diagnostic test. Patient's heart rate dropped from upper 60s down to 0. Surgeon moved the wand off the generator before the test finished and the heart rate rebound back up right after the diagnostic cycle finished without any intervention. Since the test was interrupted earlier, surgeon and anesthesiologist asked to run the test again. System diagnostics was run again and impedance was all fine. Patient's heart rate dropped again to 0, but rebound up to normal immediately after diagnostic cycle was finished. No intervention was taken and patient was not hospitalized as a result of the asystole. No more diagnostics were done and patient was closed up. Additional information was received from the physician that the patient had no prior history or family history of cardiac events. Patient did not have any pre-existing medical conditions. Patient's heart rate prior to asystole was 60 beats per minute. Local and general anesthesia was used and the depth of anesthesia is deep. Patient does not have any abnormal vagal anatomy.